Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of failure investigation: the carefusion failure analysis (fa) group received the suspect user interface module (uim) for investigation. The fa group performed power cycle startup, physical/visual inspection found adhesive on the rear uim. The internal uim inspection of the components identified the backlight inverter fuse out of specification. The fa group was able to duplicate the reported event by the customer, which was isolated to a blown backlight inverter fuse. The root cause was due to material fatigue. This issue will be internally investigated within carefusion.

Event description:
The customer reported a blank display on startup on this avea ventilator. The customer reported no patient event associated with this event.